Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced no pain relief, a sensation of being shocked, and a decrease in usual functionality. The patient had, what were suspected to be, unrelated falls. All impedance readings on the left side of the lead were greater than 10,000 ohms. The patient was advised to keep the neurostimulator turned off. There was no known related incident or accident reported. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up will be sent if additional information becomes available.